Event description:
It was reported that the 2600 system was having problems booting up first thing in the morning. It was noted that the system would receive table lateral errors on table display and not boot any further. Reboot was required to get system to function normally. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the hand controller. The system was tested and found to be working as intended and placed back into service.